Event description:
The aquinox unit was placed on a patient in the ccu and was working properly and the patient's condition improved. The hospital theorizes that, while changing bed covers, the patient was rolled onto the aquinox tubing and kinked it off. The back pressure rocefully blew off the top half of the chamber barely missing the two nursing staff members. No injuries reported.